Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred at the start of a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due tot possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit while resolving an alarm, which prevented rinseback of the pt's blood. Although the exact cause of the alarm cannot be determined, the alarm was most likely the result insufficient dialysate flow to the cycler. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.